Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the leads and clik anchors were replaced. Additional suspect medical device components involved in the event: model#: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm model#: sc-2218-70 serial #: (B)(4) description: linear st lead, 70cm model#: sc-4316 lot #: 17563304 and 18670319 description: next generation anchor kit-sterile the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing tenderness and pain at the ipg site. It was also reported that the patient had a fall which was not device related. The patient was given lumbar injection and will undergo a revision procedure.

Event description:
A report was received that the patient was experiencing tenderness and pain at the ipg site. It was also reported that the patient had a fall which was not device related. The patient was given lumbar injection and will undergo a revision procedure.